Manufacturer narrative:
The field service engineer (fse) observed the retic line kept coming off the fitting, resulting in system error codes for retic. The fse placed the collar on the tubing and y-fitting to firmly secure the tubing and resolved the fluid leak issue and the retic error codes. The fse also noted hemoglobin background failures issues, with hemoglobin vote out error codes. The fse replaced pinch valve vl18 and tubing at pinch valves vl6 and vl4 as preventative maintenance. After the repairs, the fse observed another fluid leak from the rear of the instrument. The fse discovered the restrictor line leading to pinch valve pv18 was disconnected from the check valve. The fse replaced the tubing leading to pinch valve pv18 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately five milliliters of clear fluid leaked under the instrument while performing system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted by the fluid leak. No erroneous results were released out of the laboratory. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.